Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood.

Event description:
It was reported that the patient experienced a perforation from the right ventricular (rv) lead during implant, which resulted in tamponade. The rv lead had acceptable threshold readings through the analyzer, but high readings through the device. The lead was removed and a new lead was placed. The tamponade apparently occurred when the lead was removed, even though the helix was retracted. An echocardiogram was performed and the patient was taken to the operating room to remove the pooled blood. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.